Event description:
Caller reported an issue with incorrect pump time. There was no adverse impact to the customer¿s blood glucose level. Customer support assisted the caller in updating the pump time and advised monitoring the situation, suggesting a follow-up if the time discrepancy greater than five minutes occurred again, which the caller understood and acknowledged.